Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted; (B)(6) 2005; 694765 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had pulled back over time, resulting in high pacing thresholds and low p-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.